Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported aortic perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo pulmonary vein isolation ablation procedure an aortic perforation occurred. When attempting to gain transseptal access with the needle, pressure was noted in the aorta and not in the left atrium. A perforation was confirmed via echocardiogram. Heparin and novel oral anticoagulants were reversed and the case was cancelled. The patient was placed under general anesthesia before being transferred to the operating room where the devices were removed. No further intervention was required and the patient remained in stable condition. There were no performance issues with any abbott device.